Manufacturer narrative:
(B)(4). After battery installation, insulin pump gave a blank display. Unable to perform the displacement test, sleep current measurement, active current measurement, self test or verify audio tone anomaly due to the blank display. Insulin pump was cut open and electronic stack and motor removed. Insulin pump electronic and motor were installed in a test case and blank display anomaly continue. It was determined that blank display is cause by ingress of water corroding and causing electrical shorting at j7 connector at pcba1, keypad flex connector traces, j1 at pcba2, battery tube and force sensor flex connector traces. Insulin pump received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Insulin pump received with minor scratched display window, case and keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump showed a blank display and was beeping. Customer cleaned battery cap and changed battery and restarted insulin pump after which display restarted. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.